Event description:
Intuvie received a report indicating that the infusion pump infused at a rate faster than programmed and did not alarm. No patient involvement was reported.

Manufacturer narrative:
Intuvie received a report indicating that the infusion pump infused at a rate faster than programmed and did not alarm. A review of the device¿s serial number history revealed no similar complaints. The failure mode was confirmed, and the probable cause was determined to be an out-of-calibration condition. The issue was successfully resolved by recalibrating the flow rate. CAPA- zm2023-07 has been initiated to investigate the failure. Reference to complaint # (B)(4).